Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that during vns implant on (B)(6) 2006 a faulted diagnostic test resulted in the patient's settings being programmed differently than what were programmed prior to the faulted diagnostic test. The patient¿s magnet output current was not programmed back off as intended. No patient adverse events were reported.